Manufacturer narrative:
The reported adverse event is associated with a returned device; however, insufficient clinical information was provided by the clinic which made it impossible to establish the root cause of the issue. Hence, no specific device analysis is deemed necessary at this time. Should more information be made available at a later date, the decision could be reassessed.

Event description:
Per the clinic, the patient experienced an incidence of trauma that affected the implant magnet site. Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device during the same surgery.